Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of consciousness resulting in a fall and a broken right hand. The right ventricular (rv) lead exhibited in intermittent loss of capture, pacing inhibition, oversensing, a lead fracture, high impedance and a polarity switch. The lead was reprogrammed, capped and replaced. No further patient complications have been reported as a result of this event.